Event description:
It was reported that the device had air in the syringe which wasn't there at the onset of the infusion. Further information was provided by the customer. It was reported during an infusion of fentanyl in a 50ml syringe, there was allegedly 16 to 25ml of air. The customer alleges the patient may have received an extra 25 ml of fentanyl. There was no patient harm. Additional information was received through follow up on 16jan2026 which reports the customer was utilizing a bd plastipak 50ml syringe. Device was programmed manually using drug library. Medication (fentanyl) was used directly from the syringe for priming.

Manufacturer narrative:
Additional information: initial reporter addr 2. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the reported event possible over infusion and air in the syringe could not be confirmed through laboratory testing and log review; the syringe was found delivering fluid within its specifications. An internal and external inspection of the suspect syringe module was performed, and no issues related to the reported event were found. Testing was performed on the received syringe module following the syringe module volume detection accuracy. The device powered on without errors, detected a bd 50 ml syringe correctly, and delivered infusion within specification limits (calculated error: 0.54%, well within ±2% accuracy requirement). Syringe volume detection accuracy testing found the suspect syringe module operating in specifications. Rate accuracy testing verified that the syringe module infused within the required ± 7% of the programmed flow rate for the infusion with no issues observed. No malfunction or performance issues were identified. Alaris system maintenance results indicate that the syringe module is performing as designed and passes all accuracy measurements. The bd plastipak syringe and syringe module administration set were not returned for investigation; therefore, testing could not be performed. The review of the suspect syringe module and concomitant pcu error logs showed no errors or malfunctions relevant to the customer¿s complaint. The suspect syringe module event log identified that on 27oct2025 at 5:31 am, a full 50ml syringe was detected by the channel and an infusion was started with a rate of 2.84ml/hr and a volume to be infused (vtbi) of 50.9371ml. Between 7:44 am and 8:02 am, two boluses of 2.84ml were performed. At 8:45 am, the channel alarmed for check syringe and the unit was channeled off. The alaris system user manual v12.3.2 notes that to decrease potential startup delays, delivery inaccuracies, and delayed generation of occlusion alarms each time a new syringe is loaded: use smallest syringe size possible (for example, if infusing 2.3 ml of fluid, use a 3 ml syringe). Program the flow rate equal to or above the minimum recommended flow rate for the syringe (see bd alaris¿ syringe module flow rate and bolus volume by syringe size on page 588). A review of the bd alaris user manual v12.3.2 showed a warning indicating that if an error is made when entering drug amount or diluent volume, it may result in an over or under infusion. The device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Root cause: the root cause of the report of a possible over infusion and air in the syringe was not identified. The returned device was fully evaluated, and no issues or anomalies were observed during the log review and laboratory testing; the syringe module was found delivering fluid within its specifications. Note that this report lists imdrf annex a0401, g02017, c070606, d02, a1801, c0601, d0302, d15, a0509, g04037, a040601, g04061, g04070 codes not associated with the reported event but identified as reportable malfunctions observed on the device during investigation are unrelated to the reported issue. These other failures presumptively did not cause or contribute to the reported issue. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Manufacturer narrative:
Omit: b17 - device not returned, c20 - no findings available. Correction: describe event or problem. Additional information: device available for eval?, returned to manufacturer on, device eval by manufacturer?, recall, remedial action #, imdrf annex a, b, c, d, g codes and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the reported event possible over infusion and air in the syringe could not be confirmed through laboratory testing and log review; the syringe was found delivering fluid within its specifications. An internal and external inspection of the suspect syringe module was performed, and no issues related to the reported event were found. Testing was performed on the received syringe module following the syringe module volume detection accuracy. The device powered on without errors, detected a bd 50 ml syringe correctly, and delivered infusion within specification limits (calculated error: 0.54%, well within ±2% accuracy requirement). Syringe volume detection accuracy testing found the suspect syringe module operating in specifications. Rate accuracy testing verified that the syringe module infused within the required ± 7% of the programmed flow rate for the infusion with no issues observed. No malfunction or performance issues were identified. Alaris system maintenance results indicate that the syringe module is performing as designed and passes all accuracy measurements. The bd plastipak syringe and syringe module administration set were not returned for investigation; therefore, testing could not be performed. The review of the suspect syringe module and concomitant pcu error logs showed no errors or malfunctions relevant to the customer¿s complaint. The suspect syringe module event log identified that on 27oct2025 at 5:31 am, a full 50ml syringe was detected by the channel and an infusion was started with a rate of 2.84ml/hr and a volume to be infused (vtbi) of 50.9371ml. Between 7:44 am and 8:02 am, two boluses of 2.84ml were performed. At 8:45 am, the channel alarmed for check syringe and the unit was channeled off. The alaris system user manual v12.3.2 notes that to decrease potential startup delays, delivery inaccuracies, and delayed generation of occlusion alarms each time a new syringe is loaded: use smallest syringe size possible (for example, if infusing 2.3 ml of fluid, use a 3 ml syringe). Program the flow rate equal to or above the minimum recommended flow rate for the syringe (see bd alaris¿ syringe module flow rate and bolus volume by syringe size on page 588). A review of the bd alaris user manual v12.3.2 showed a warning indicating that if an error is made when entering drug amount or diluent volume, it may result in an over or under infusion. The device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Root cause: the root cause of the report of a possible over infusion and air in the syringe was not identified. The returned device was fully evaluated, and no issues or anomalies were observed during the log review and laboratory testing; the syringe module was found delivering fluid within its specifications. Note that this report lists imdrf annex a0401, g02017, c070606, d02, a1801, c0601, d0302, d15, a0509, g04037, a040601, g04061, g04070 codes not associated with the reported event but identified as reportable malfunctions observed on the device during investigation are unrelated to the reported issue. These other failures presumptively did not cause or contribute to the reported issue. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the device had air in the syringe which wasn't there at the onset of the infusion. Further information was provided by the customer. It was reported during an infusion of fentanyl in a 50ml syringe, there was allegedly 16 to 25ml of air. The customer alleges the patient may have received an extra 25 ml of fentanyl. There was no patient harm. Additional information was received through follow up on 16jan2026 which reports the customer was utilizing a bd plastipak 50ml syringe. Device was programmed manually using drug library. Medication (fentanyl) was used directly from the syringe for priming.

Event description:
It was reported that the device had air in the syringe which wasn't there at the onset of the infusion. Further information was provided by the customer. It was reported during an infusion of fentanyl in a 50ml syringe, there was allegedly 16 to 25ml of air. The customer alleges the patient may have received an extra 25 ml of fentanyl. There was no patient harm.

Manufacturer narrative:
The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.